Event description:
It was reported that during an a-v fistula treatment procedure in the mid - left superficial femoral artery, a wallgraft leak occurred. The patient had an a-v fistula in her left sfa. The physician encountered no significant resistance inserting the device over an amplatz .035"/260cm guidewire via the right femoral artery access site. The eccentric, de novo lesion was not calcified, and was not predilated or post-dilated. The proximal vessel diameter was 9 mm, and the distal vessel diameter was 7mm. The lesion length was 5 mm. The physician prepped and delivered the 10f 10mm/50mm wallgraft without difficulty, and the device was fully expanded at the target lesion after deployment. The follow-up angiogram demonstrated that a considerable, rapid leak remained. The physician subsequently deployed a 12mm/50mm wallgraft to cover the lesion, and the leak was reduced. The patient was placed under observation. Both of the wallgrafts were well positioned and well apposed. The physician's assessment was that the event was not likely to be related to device, but that the patient's co-morbidities were a contributing factor. No patient injuries or complications were reported. Patient status is reported as "stable." This product is approved ous only, with a similar device marketed by boston scientific in the united states.

Manufacturer narrative:
The complainant indicated that the graft remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.